Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to access medications at the station. A technical support specialist (tss) reviewed the case and discussed it internally for clarification. The tss documented that the customer had attempted to run storage space recovery, but the attempt had failed and the system indicated that the bus was not detected. The tss informed the customer that a field service technician would be arranged and that an estimated time of arrival would be provided. The customer acknowledged this information. The tss also confirmed that the issue related to the user identification had already been resolved and requested permission to close the case. After the customer acknowledged, the tss proceeded to close the case as discussed during the call. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a respiratory therapist could not access the medications. The customer was unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.